Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had post-reset ram crc alarm and all other buttons were not responding anymore. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from a button. Customer stated that pressing menu button takes them to the menu screen. Customer stated that after reinstall the new battery cap without removing the battery still the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify pump error 23 alarm due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.